Manufacturer narrative:
Event date is an approximation. PMA/510k: similar product to 190-000. Investigation summary: the information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 assay on an unknown date. Confirmation smartgene testing was performed which generated negative results. The patients were reported to have been asymptomatic at the time of testing. Although requested, the customer refused to provide any additional information.